Event description:
Report received states :likely event was bladder or urethral injury. The issue was resolved and no administration of medication was necessary. No tape removal was performed and patient discomfort was moderate. Cystotomy was treated with no further treatment needed.